Event description:
Reference MDR #1219856-2012-00032 for the first event, MDR #1219856-2012-00033 for the second event, and MDR #1219856-2012-00034 for the third event involving the same pt. It was reported via a call report from the rn to the clinical support specialist (css) @ 0158 est, that while in the intensive care unit, the rn felt the balloon pressure waveform (bpw) didn't look "right". The rn explained that the pump was pumping without alarms and the pt was stable. The rn described the waveform as sloping down to where the "step" should be. The css confirmed with the rn that it meant the plateau. The pt is obese, head of bed (hob) is at 10 degrees, not moving, sedated. The rn and css discussed that this is likely a partial kink on the intra-aortic balloon (iab) due to the pt's obesity and the md may have taken a steeper angle with insertion. The fourth iab was inserted through the sheath via the left femoral with no issues. Pedal pulses bilaterally were noted as strong. The rn also stated that the pt's left radial pulse was weak. The rn had a left radial a line removed earlier in the day and the rn is unsure if the pt's pulse is weak from that. The css did review with the rn that this may also be due to iab migration and the rn may consider getting a chest x-ray to verify placement. The css also suggested to the rn to try lowering the hob back to zero to see if that would improve the bpw. The pt is being supported appropriately and reaching the goals of therapy per the rn. The css gave the direct cell number should it worsen, or the rn starts to get alarms. The rn verbalized understanding of all and has no further questions. There was no report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy noted. The pt outcome is unchanged throughout the call. Add'l info received on (B)(6) 2012 stated the pt was huge which was the center of the challenge. The pt was so large it was hard to place the pt on the hospital bed. They could not really level the bed because of the pt's size. The md had to practically go in at 90 degree angle to reach the femoral. X-ray was done at night and in the am. It was reported that the iab did not migrate. The pt received 2-3 day of iabp before the call was made to the hot line. The day after the hot line call, the iab was removed. The pt outcome is okay and is still in the hospital recovering. The md was not upset with the arrow iab products since this is the first rupture the md experienced and the pt was extraordinary.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.